Manufacturer narrative:
During a transfer, the consumer alleges a fork was bent prior to the incident. The user continued to use the lift in this condition resulting in the lift tipping during a transfer. Current user guide covers proper maintenance and inspection methods prior to use. Product has not been returned for evaluation at this time so it is unk if device overload, misuse, lack of maintenance or a transfer error has occurred that may have caused or contributed to this alleged incident. Malfunction not confirmed. Manufacturer is working to obtain device for inspection.

Event description:
The caregiver was attempting to move the lift and place the consumer in a chair. The caregiver was standing on the base of the lift with the base closed, when the lift allegedly tipped over with the consumer. No serious injury is alleged.